Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported warsaw design controlled devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is being observed due to adverse tissue reaction and corrosion.

Manufacturer narrative:
This report will be amended when our investigation is complete.